Manufacturer narrative:
Manufacturer's report date: 3/30/2009. The product has been requested to be returned for evaluation. It has not been received. A follow-up report will be submitted if further info is obtained.

Event description:
The date of event is unk. Customer reported the smartsite valve came apart while hooking up a flush. No pt harm reported. No additional info was available.